Manufacturer narrative:
(B)(4). The events of lymphoma-alcl, capsular contracture, seroma, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl; capsular contracture, baker grade IV; "axillaries adenopathy".

Event description:
Regulatory agency reported alcl, anilplosclerotic non-hodgklnian malignant lymphoma, confirmed by anapath results following sampling of liquid and capsulectomy after explant, presence of 3 ganglion; and a rupture and a capsular contracture (baker grade IV) diagnosed following stiffness, axillaries adenopathy. Removal of the device and capsulectomy; subtotal capsulectomy 95% on this side, device found pierced with leaking of silicone gel. Sampling of capsulectomy and cytoponction which will diagnosed the alcl. Effusion found low in abundance (around 50cc); anapath results on (B)(6) 2019: anaplastic lmnh. Regarding liquid sampling and left side capsulectomy: these tumor cells are cd30+, cd20-, cd2+, cd4-/cd8~, granzyme b+, perforin+, alk-, cd 43+, ema-. Their reduced number interferes with the interpretation of the t-markers, but they appear to be cd3-, cds-, cd7-. In total, all these morphological and immuno-histochemical data lead to the diagnosis of anaplastic large cell lymphoma, alk negative, associated with a breast implant, in a low-tumor form, in situ; chemotherapy was noted as a possible treatment. Upcoming performing of a pet scan and a bio profile. The markers of cd30+ and alk- have been confirmed. The device has been explanted. Affected side if left. The manufacturer of the device is unknown.

Event description:
Regulatory agency reported alcl, anilplosclerotic non-hodgklnian malignant lymphoma, confirmed by anapath results following sampling of liquid and capsulectomy after explant, presence of 3 ganglion; and a rupture and a capsular contracture (baker grade IV) diagnosed following stiffness, axillaries adenopathy. Removal of the device and capsulectomy; subtotal capsulectomy 95% on this side, device found pierced with leaking of silicone gel. Sampling of capsulectomy and cytoponction which will diagnosed the alcl. Effusion found low in abundance (around 50cc); anapath results on (B)(6) 2019: anaplastic lmnh. Regarding liquid sampling and left side capsulectomy: these tumor cells are cd30+, cd20-, cd2+, cd4-/cd8~, granzyme b+, perforin+, alk-, cd 43+, ema-. Their reduced number interferes with the interpretation of the t-markers, but they appear to be cd3-, cds-, cd7-. In total, all these morphological and immuno-histochemical data lead to the diagnosis of anaplastic large cell lymphoma, alk negative, associated with a breast implant, in a low-tumor form, in situ; chemotherapy was noted as a possible treatment. Upcoming performing of a pet scan and a bio profile. The markers of cd30+ and alk- have been confirmed. The device has been explanted. Affected side if left. The manufacturer of the device is unknown.